Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Multiple follow-up attempts were made to gather additional information; however, the customer did not respond to follow-up attempts. Customer¿s blood glucose was 379 mg/dl.